Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging device overheats and does not get adequate airflow and affected her sleep. There was report of no serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging device overheats and does not get adequate airflow. The patient also reported of not getting enough sleep, sleepy, fear, tiredness, affecting mood, and burnt finger. There was report of no serious or permanent harm or injury. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.